Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited a false low impedance warning. It was further reported that the right ventricular (rv) lead exhibited declining impedance, declining sensing and variable thresholds. The ipg was explanted and the rv lead was capped and replaced with a leadless implantable pulse generator (ipg). No patient complications have been reported as a result of this event.